Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up-report.

Event description:
It was reported that the elbow connector came off during use. There was no injury reported. A failure of the connector cannot be ruled out at this time.

Manufacturer narrative:
The affected elbow connector was available for investigation. The elbow connector was visually inspected and subject to a drob test and a functional test. There were no signs of damage. A system test (incl. Leak) test was performed without findings. The analysis have not revelaed any failre of the connector. The root cause could not be determined. A possible explanation would be application of excessive force during reposinitioning of the patient. In case the connector detaches, a leak will occur. This will be detected during system test prior to use. If the connector detaches during use, the atlan will detect the difference between the flow readings measured at the inspriatory and exspiratory flow sensors and generate a corresponding alarm. The number of comparable cases in relation to the root cause is within the originally assumed range of the underlying risk assessment and is therefore accepted. The field failure rate is subject to constant monitoring by the responsible product quality board and is classified as acceptable.

Event description:
It was reported that the elbow connector came off during use. There was no injury reported. A failure of the connector cannot be ruled out at this time.